Manufacturer narrative:
Section d4: multiple attempts were made to obtain device serial number information but this information was not provided. Section h5,8: correction. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning 7 days (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm became active on (B)(6) 2019 at 8:43:27 while the mpu was in use, following low power hazard events that began at 8:43:23. The no external power event appeared to have been caused by a loss of ac power, as the rsoc and voltage values steadily decreased over 4 seconds. The alarm resolved at 8:43:48 when power was fully restored to the system. The emergency backup battery appropriately supported the system during this time and support to the pump was not interrupted. No other notable events occurred throughout the log file. The mpu (serial number unknown) was not returned for analysis. Multiple attempts at retrieving information about the mpu were made and no responses were received. The root cause of the no external power event within the log file was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was seen in clinic for a routine visit. Log file review noted a no external power event. It is unknown if the power cord came loose from the wall or mpu housing unit. No further information was provided.